Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, a fine noise was observed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system. The noise was consistent with the minute ventilation signal and was never oversensed. The atrial impedance was measured and observed to be high and out of range. After the minute ventilation signal disappeared the impedance measurements returned to within normal limits. Review of the logbook showed intermittent high atrial impedances but no episodes of noise oversensing. The patient is not dependent on atrial pacing and the physician elected to continue monitoring the system. The ra lead is another manufacturer's product. The ICD remains in service. No adverse patient effects were reported.